Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. The instrument was analyzed and it was found to have a curved blade broken at the base that was not returned. Additional observation : the instrument failed an energy recognition test on all attempts when connected to an in-house energy generator. A review of the provided image was performed by a regulatory post market surveillance analyst. The image showed no visible damage to the instrument. The cause of energy recognition failure is related to the broken blade. The probable root cause of broken blade is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure.

Event description:
It was reported out of box, that the harmonic ace instrument was not recognized. There was no report of patient involvement.